Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additionally adverse events that may occur and/or require intervention include, but are not limited to component migration.

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure using gore® excluder® aaa endoprostheses to repair an abdominal aortic aneurysm. It was reported that the proximal portion of the trunk-ipsilateral leg component was deployed with no issues. Upon deployment of the ipsilateral leg component, the device moved proximally and the proximal edge partially and unintentionally covered the right renal artery. A bare metal stent was implanted to secure blood flow to the artery. No other issues were reportedly observed. The patient tolerated the procedure. The cause of the device moving proximally during deployment of the ipsilateral leg component was unknown.